Manufacturer narrative:
(B)(4). Insulin ump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer's father reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had no delivery alarm. The customer stated that the drive support cap was normal. Customer was reported that they were able to rewind the insulin pump. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.